Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported that the heads of two screws twisted off during normal use. Both screwheads snapped at the juncture of the shaft thread transition. As the screws snapped their heads, additional screws had to be added to the plate in order to compensate for the loss of fixation.